Manufacturer narrative:
(B)(4). Improperly disconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm and was performing peritoneal dialysis therapy. During troubleshooting, it was determined that the patient disconnected from the homechoice without using proper disconnect procedures. The nurse reviewed proper therapy procedures with the caregiver. There was no patient injury or medical intervention associated with this event. No additional information is available.